Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w non-sterile lot# 73e2100232 investigation did not show issues related to the complaint.

Event description:
The orhopids find that the staples do not close nicely and so the wound subsequently does not close from skin stapler 528236. Clinical consequences: infections have occurred in the patients.